Event description:
The uretero-reno fiberscope was returned to the service center with a report of poor visibility. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the adhesive joint of the bending rubber was chipped, the control unit was dirty due to water leakage, and the up/down plate was sticky was found. There was no patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to degradation problem and inappropriate material found in the device. The most probable cause is component failure. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device